Manufacturer narrative:
The unit was returned for failure analysis and the reported failure was confirmed. The illuminator was installed and tested on an in-house test system and failed to power on with error 48238. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced repeated non-recoverable errors 48238 and 297 indicating an illuminator communication fault. The error was recovered but the lamp would not ignite. The system was restarted; however, error 297 occurred. A technical support engineer (tse) provided troubleshooting but the issue persisted. The surgeon made the decision to complete the procedure using an external illuminator. There was no report of patient harm, adverse outcome or injury. A field service engineer (fse) was dispatched to the facility and was able to reproduce the reported issue and verify the errors in the log files. The power source, power cable and fuse were measured and were all ok. The illuminator was replaced to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.